Event description:
The paint is flaking and chipping off the shelf where the bicarb [bicarbonate] and acid bath sit. The machine is called the fresenius 2008k. It is a dialyzer machine. Fresenius has been contacted several times and the problem has yet to be resolved. This is an infection control issue with an exposed, porous surface. The MFR should investigate interaction of bicarbonate and acid with surfaces. Device usage problem: not known.